Event description:
Reporter indicated that a wand may not function properly as they were unable to establish communication with patient's devices. Troubleshooting steps were taken such as changing the wand battery and repositioning the wand; however, the issue did not resolve. Good faith attempts to obtain additional information and have the device returned to the manufacturer for analysis have been unsuccessful to date.